Event description:
It was reported that during a laparoscopic procedure, an error 5 was displayed in the late of the procedure. When the nurse cleaned the blade, the blade was broken off out of the patient. The device was used on the pancreas. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.